Event description:
A customer reported that the pump software was glitchy and displayed unexpected error codes that appeared invalid. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional information was obtained.